Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, a ventilator inoperative and service required alarm conditions were observed. The device¿s motor blower and flow sensor were replaced to address the issues.